Event description:
It was reported that the device had a bit-flip occur which caused the remote transmission to indicate that there is invalid data. It was noted that the patient has had radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted: (B)(6) 2004; 419478, lead, implanted: (B)(6) 2004. (B)(4).